Manufacturer narrative:
Implant date: 2011. Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, stress, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: tilt, difficult to remove, fear, stress and anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant in 2011 due to deep vein thrombosis (dvt). Patient is alleging tilt and an the irretrievable filter subjects [the patient to] ¿risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting thrombosis and even death. The patient further alleges ¿injuries include, but are not limited to: significant tilt. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life threatening complications. It also poses an ongoing risk of dvt and thrombosis, an increased and progressive risk of migration and fracture causing serious injury and death. Plaintiff is forced to live with the possibility that these complications can happen to him/her at any moment which has lead to severe fear, stress, anxiety and loss of enjoyment of life.¿ per a CT (computed tomography) scan of the abdomen and pelvis with IV contrast dated (B)(6) 2017, "ivc filter is in place." Per a lumbar spine x-ray dated (B)(6) 2018, "significant leftward tilt of retrievable cook tulip-type ivg filter."

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter around 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.